Manufacturer narrative:
A boston scientific technical services consultant documented the reported clinical observations with the caller. Additionally, the consultant discussed a discrepancy on the report. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a red alert had been generated for this system due to a pacing impedance measurement greater than 2000 ohms on the right ventricular (rv) channel. Additionally, pacing threshold measurements had increased. The patient does not required rv pacing and therefore, the lead was programmed off. No adverse patient effects were reported.